Event description:
This device malfunction became known to us by an unfortunate needle stick accident of a staff nurse. The nurse was providing care to a patient and repositioning the patient in bed when she felt a stick in her left index finger. A search of the bed revealed a used bbraun introcan safety IV needle with the safety cage that was not covering the tip of the needle. The manufacturer's rep has been contacted by the director of materials management to review the matter. Manufacturer response (as per reporter) for IV catheter, introcan safety IV catheter.manufacturer's rep has been made aware. Awaiting visit by manufacturer's rep to evaluate situation